Event description:
A reprocessed 5mm trocar broke in half while inside of the patient during a laparoscopic cholecystectomy. No injury to the patient. The trocar broke in two between the hub and the tubing. All pieces of the device were accounted for. The device was given to risk management and it is still in my possession. I have taken a picture of the device for your review. (The device itself is available for return to the manufacturer.)